Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, no delivery/occlusion alarm error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display.

Event description:
The customer reported via phone call that the they trying to change cannula and battery at the same time and now insulin pump was not come on. The customer¿s blood glucose level was 220 mg/dl. Customer stated that they replace the reservoir and saw the battery went low and put a battery in and it will not come back on. Customer stated the contacts on the battery cap was not missing or damaged also the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up. The insulin pump will be return for analysis.